Event description:
Wrong bev-information can be printed or exported. It is possible, with the features within bm/pe to create image snap shot that shows a wrong field shape if a block is involved. As a result, wrong plan information can be stored.